Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm. Another in.pact av access was later used to treat the left arm. Approximately 18 months post procedure patient suffered thrombosis of left arteriovenous fistula in the cephalic arch. Pulsatile left arm arteriovenous fistula. Noted as thrombosed dialysis access. Site of original drug coated balloon. Intravenous heparin & sedation administered. Alteplase administered via cleaner catheter. Mechanical thrombectomy performed followed by angioplasty then return of pulse. Fistulagram demonstrated patency. The event was also treated with medication. Patient recovered.